Event description:
Customer states during use with a ssv (speaking valve) 2 or 3 mm of air being injected after replacement of tube, a nurse confirmed the blood contained in the suction tube. After the tube was extubated, a rupture of cuff was confirmed. The caller could not confirm if the rupture occurred while in pt but it was visually discovered following extubation.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis.